Event description:
It was reported that black residue was leaking from this hose following the autoclave cycle. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the hose was received for evaluation and the reported problem was unable to be verified. Conmed linvatec has initiated a supplier corrective action to address other reports for a similar problem. This problem of residue has been isolated to excessive dye coming from the braiding located on the exterior of the inner hose. The dye from the thread of this braid was found to be leaching out and causing this discoloration/residue. In addition, the residue from a similar reported problem was analyzed by a third party lab and found to be non-cytotoxic.